Event description:
It was reported that the device was used during an unk procedure. The device crossed and locked together inside pt. Another device was used to complete the case. There was no consequences to the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis results for the el5ml instrument found that it was returned in good visual condition. The instrument was cycled and malformed 3 clips due to a anti-backup failure; the remaining 5 clips were properly fed and formed. However, the instrument jaws opened as intended during analysis. An investigation has been initiated to address the root cause of the opening issues. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.